Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and an error code was present indicating a ventilator inoperative condition. The cse replaced the bdu printed circuit board assembly (pcba), which resolved the reported issue. The ventilator passed all self-testing. Covidien (B)(4).

Event description:
Covidien received info of ventilator with a breath delivery unit (bdu) central processing unit (cpu) failure. The malfunction did not occur during pt use.